Event description:
The facility representative reported a flogard infusion pump with a failure code of 82. It is unknown when and what area this condition occurred. This condition has the potential to cause an interruption of delivery. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further review, the quality engineer was unable to determined the cause of the reported condition. The device was returned unrepaired due to an obsolete part.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 82 was confirmed and reproduced during service evaluation. The assignable cause was a defective central processing unit (cpu) board. Should additional information become available, a follow-up medwatch will be submitted.